Event description:
A (B)(6) patient's nurse contacted zoll customer support to report frayed wires on the patient's electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon evaluation, the belt failed the detect and treat and fall-off tests. Upon investigation, the ECG c and d cable was pulled from the strain relief and the j704 connector inside the distribution node (dn) was damaged. The cause for the test failures and adjust belt messages was the damaged j704 connector and the pulled cable. The root cause of the damaged cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.